Event description:
The patient had a bronchoscopic lung volume reduction procedure performed on (B)(6) 2023 with zephyr valves implanted. Patient developed a pneumothorax on (B)(6) 2023 and a small-bore chest tube was inserted. After resolution, the chest tube was removed on (B)(6) 2023, and the patient was discharged from the hospital.

Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter. Randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir. Crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result. In a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax. (Criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous. Emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study. (B)(4). Period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published. (B)(4). (B)(4). (B)(4). Implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.